Event description:
Approximately 7 month(s) and 2 day(s) post-operative of a left tsa, it was reported via clinical study that the patient experienced a subscapularis tear, further reported as rotator cuff tear subscapularis. The patient underwent a standard total revision with the removal of the replicator plate, humeral head, and glenoid. The outcome of this event is considered resolved and the clinical report indicates that this event is definitely not related to the device(s) and/or to the procedure.

Manufacturer narrative:
(D10): concomitant device(s): 300-01-15 - equinoxe, humeral stem primary, press fit 15mm: (B)(6). 300-10-45 - equinoxe replicator plate 4.5mm o/s: (B)(6). 300-10-45 - equinoxe replicator plate 4.5mm o/s: (B)(6). 300-20-02 - equinox square torque define screw drive kit: (B)(6). 300-20-02 - equinox square torque define screw drive kit: (B)(6). 310-02-50 - equinoxe, humeral head tall, 50mm (beta): (B)(6). 314-13-14 - equinoxe cage glenoid large, beta: (B)(6). 319-01-32 - steinmann pin sterile 3.2mm x 178mm: (B)(6). 531-78-20 - shouldr gps hex pins kit: (B)(6).

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6 MDR section codes updated/corrected: b, c, d, g PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The revision reported was likely the result of rotator cuff deterioration and subsequent superior migration of the humeral head resulting in prosthesis wear of the glenoid component. The reason for the rotator cuff failure cannot be conclusively determined but may be related to an underlying patient condition, component sizing or positioning issues, or a combination of the above. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.